Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -8.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was intraoperatively implanted, removed, and replaced with a shorter length lens due to the initial lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: b1: adverse event or product problem: "adverse event" should be removed and corrected to state "product problem". B2: outcomes attributed to adverse event: "required intervention to prevent permanent impairment/damage" should be omitted for correction. Claim #(B)(4).